Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported reusing cartridges, using fiasp insulin, and using supplies for greater than 3 days. Customer was instructed not to reuse cartridges, was informed that fiasp is off label, and was instructed to change pump supplies every 2-3 days per the user guide. Customer declined to complete troubleshooting with tandem technical support. Customer's blood glucose was approximately 400 mg/dl at time of event. No additional information was provided.